Event description:
Home patient (hp) reports pin hole leak in center of pt line tubing of homechoice set. Leak was noted after hp awoke to fluid in bed. Hp reports receiving no alarms during treatment and that nothing unusual was noted at set up. Hp was instructed by rn to contact nephrologist for prophylactic antibiotics. No pt injury reported by hp. No further details provided by hp.